Event description:
It was reported that a 61-year-old caucasian female patient underwent breast surgery with unknown size unknown saline implants on both sides and experienced breast implant deflation on her right side postoperatively. The patient has consulted with the healthcare professional. On (B)(6) 2023, mentor became aware that the date of replacement surgery is (B)(6) 2023. On (B)(6) 2023, the mentor failure analysis lab received two unknown devices for evaluation. Since devices were unknown and not possible to identify which device is the right side deflated as per information received on (B)(6) 2023, a slit was made in both implants to determine fluid volume. Given that the side of each implant received is unknown, both devices were evaluated. On (B)(6) 2023, mentor also became aware that patient underwent bilateral explantation and replacement with catalog number 3507385mc; serial number (B)(6) on the right side, and with catalog number 3507385mc; serial number (B)(6) on the left side on (B)(6) 2023. If identification of devices is received in the future, supplemental reports will be submitted. For reporting purposes, this report is for the left side device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect and extending to the anterior aspect of the saline breast implant, measuring approximately 2.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for the left side device. Manufacturer¿s reference number: (B)(4).